Manufacturer narrative:
Findings: pump error noted in the pump history and critical pump error (open book image) during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed power error 35 detected. Customer's blood glucose reading was 115 mg/dl. No significant events leading to the alarm were observed. Product is not expected to return.